Manufacturer narrative:
A ge service rep performed an onsite investigation. The fuses were reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system would not boot up. There is no report of pt injury or death.